Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). At 12:10 pm, the meter result was 3.6 inr. Within a couple of hours, the laboratory result was 2.6 inr. The reagent used was requested but was not known. There was no allegation of an adverse event. The customer was not anemic, did not have antiphospholipid antibodies, and was not taking lovenox, heparin, or direct thrombin inhibitors. She had slight bruising, but no medical treatment given. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. The returned meter was tested with comparable retention test strips on internal reference meters. Additional measurements were performed with master lot #28632180 (recalibrated lot to rtf/09) testing results: (B)(6). The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. Retention test strips (lot 286319) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.